Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "the motor is not activating consistently when the footswitch is pressed. In some instances, multiple presses are required to start the motor, and in other cases, the motor stops during surgery." No negative impact in state of health reported. Cross reference MDR: 9610617-2026-00093. 9610617-2026-00092.